Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead was positioned in the atrial appendage, connected to three different disposable pacing cables and demonstrated noise each time. The physician requested an alternate lead which was placed, demonstrating no noise. No patient complications have been reported as a result of this event.